Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was that patient said they are getting excessive stimulation in their private area when their pelvic health ins and pain stim are both powered on. Patient said that they were advised by their doctor to turn off their interstim ins because patient had possible muscle fatigue, so their ins was off for 4 weeks. Patient said that they turned the ins back on and decrease the stimulation to 0.4 but patient stated that the stimulation is too low and they are not getting symptom relief. Patient said that they have a scheduled appointment with their doctor tomorrow and patient requested for the rep during patients' appointment. Agent told patient that they have an option to switch programs if they want but wait for patient's doctor appointment first to see what the doctor will advise them to do. Rep replied and noted they would reach out to the patient.